Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component. It was reported by patient that the patient received both the persona tibial component and a tm patella implant on (B)(6) 2013. In (B)(6) 2014 the patient reported that she was experiencing persistent pain, resistance to movement, and instability. The patient reports that by (B)(6) 2015 the pain experience had worsened. On (B)(6) 2015 the patient followed up with her surgeon and x-ray results revealed radiolucent lines and loosening between the bone and the persona tibial component. A revision surgery is in discussion but has not been scheduled as of this notification. There is no indications of an issue with the tm patella. Note that the tm persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control.